Event description:
The customer reported that the device alarms when plugged in. No adverse reactions were reported during the use of the device. The device and power cord were received. The evaluation confirmed the reported issue that the device alarms when plugged in. The reported issue was due to a faulty cpu board, which was resolved by replacement of the cpu board. An error 21 was observed due to a faulty battery. Technical error 21 (secondary uc/coulometer power supply board communication) triggers an alarm and stops the pump. Replacement of the battery resolved the issue. During the control testing the downstream occlusion test failed, which was resolved by replacement of the sensor. After repair, the device was found to meet specification.